Event description:
It was reported that the external leg of the proximal lumen of the catheter placed in the femoral vein of the (B)(6) female pt, was found fractured by the staff during line change for total parenteral nutrition (tpn). The line was connected to the syringe pump and could no longer be used. Instead it had to be clamped off, leaving only two lumens for antibiotics and tpn infusion. There was a delay reported however, no death or complications resulted from this occurrence and the pt is stable.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.